Event description:
It was reported that the patient presented in the hospital with chest pain. X-ray revealed possible dislodgment. The lead was repositioned successfully.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.